Event description:
Revision surgery - due to the trochanteric fracture with possible metal on metal syndrome. The surgeon replaced the poly and head. He fixed the trochanter and the bone graft cyst. There was little if any tissue necrosis related to the metal on metal found.

Manufacturer narrative:
The reason for this revision surgery was identified as a trochantric fracture after 8.75 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed has intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed two non-conforming material reports (ncmrs) associated with this product. (B)(4) showed 2 parts (part# 497-38-000) flagged for having a feature over tolerance, the parts were accepted with the justification "will not affect function." (B)(4) showed 1 part (part# 499-38-000) returned to the vendor for having a feature over tolerance. Additional investigation of the out of tolerance showed there was no potential for harm to the patient. A review of the product complaint report history showed this is the 26th complaint for this part number (4 revision surgery, 3 dislocation, 4 wear/excessive wear, 3 pain, 5 infection, 2 device loosening 1 stability/poor joint, 3 dissociation, 1 trauma), first for this lot. The root cause for the trochanteric fracture could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.